Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating beeping tones. Device clinic personnel were unable to interrogate the device through quick start application. Following interrogation through device application, a 'possible device malfunction' message was displayed.